Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture IV baker grade", "capsular profile with undulated aspects" and "minimal periprosthetic fluid bilaterally". This record is for the right side. Device has been explanted and replaced with non-abbvie device. Device will not be returned.